Event description:
It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. The smart pass feature had programmed itself off due to undersensing of low intrinsic amplitudes. The patient had high potassium at the time of the event and has now been placed on dialysis. There were no additional adverse patient effects. The system remains implanted.